Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, lost image has occurred. It was noted that air had not been cleared during preparation flushing. The procedure was completed with another of the same device. There were no patient complications.